Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient had a fall in (B)(6) 2018 and (B)(6) 2019. No change in therapy was reported. No steps were taken to resolve the hematoma. The patient stated their physician told them it would eventually go away. The hematoma had not been resolved at the time of the report.

Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that two weeks after a patient fall, a hematoma was noted at the ins site. It was noted that the health care professional (hcp) stated that the blood was traveling down to the wire and was pooling at the ins site. Patient has had a couple of falls within the past two weeks. The patient's husband was had concern regarding the voltage change that has been seen by them and the hcp. On (B)(6) 2018: 2.79v, patient had option to change groups, had interleaving programming, had access to other groups. On (B)(6) 2019: 2.74v, battery was checked at office. Interleaving program removed on (B)(6) 2019, patient has not access to other groups, and on (B)(6) 2019: 2.85v. It was reviewed with the rep how programming especially interleaving could impact the ins battery, as well as how batteries can recover voltage once a load is removed and how much of a recovery would be dependent on the load. The rep did not indicate any device issues or concerns at this time. No further patient complications were reported/ anticipated as a result of this event.